Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. Customer did not report an e70 alarm. The customer was advised that the alarm may be caused by viewing sensor glucose graph while pump is delivering bolus. The customer was advised they don't had any e70 alarm and but had 4 motor errors on alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer agreed to get a cot pump.